Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was hospitalized for three days and was discharged from the hospital on an unreported date. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.